Manufacturer narrative:
An event regarding damage involving a trident liner was reported. The event was confirmed. Visual inspection of the returned device noted that a bur was present. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The root cause was determined to be manufacturing related. Non conformance was issued for burr on trident polyethylene insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tha, when a surgeon was about to insert a x3 insert on a trident cup, he noticed a burr on the insert. Therefore, he implanted another insert instead.

Event description:
It was reported that, during a tha, when a surgeon was about to insert a x3 insert on a trident cup, he noticed a burr on the insert. Therefore, he implanted another insert instead.